Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mmx12mm emerge¿ balloon catheter was selected however during a complex procedure while inside the patient's body, the shaft of the device broke. The procedure was completed using another of the same device. No patient complications were reported.